Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the right cylinder connecting tube. Therefore, the pump was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the right cylinder connecting tube. Therefore, the pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. Under microscope examination, the deflation spring was found misaligned. The pump did not pass the activation test. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of device not performing as expected.